Event description:
The customer reported that they were getting message for speaker malfunction. It is unknown at this time, if the speaker was able to produce sound. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was sent to philips bench for evaluation. A philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when tested. The rft confirmed that the error was the result of failed radio/antenna causing the device connection to the philips information center to fail. The rft replaced the radio board, and the antenna radio to resolve this issue; the device speaker was proactively upgraded. The device passed all functional testing. The reported problem was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was a failed radio/antenna. No further action is necessary at this time.